Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was an attempted implant. The physician deployed the helix and attempted to advance it into the septum. The lead became entangled, and the physician attempted to remove the lead with counterclockwise lead body rotations without success. Troubleshooting was performed, such as attempting to place the catheter forward and back to change the lead position with no success as well as consulting with another field representative. The physician opted to pull the lead back resulting in a helix fracture. A chest x-ray was performed, and the helix was confirmed to have migrated to the pulmonary tree area. A consult with an interventional cardiologist was requested and the patient was referred for a cardiac CT scan. A new rv lead was implanted in the rv apex. No adverse patient effects were reported. The explanted portion of this lead is expected to return for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was an attempted implant. The physician deployed the helix and attempted to advance it into the septum. The lead became entangled, and the physician attempted to remove the lead with counterclockwise lead body rotations without success. Troubleshooting was performed, such as attempting to place the catheter forward and back to change the lead position with no success as well as consulting with another field representative. The physician opted to pull the lead back resulting in a helix fracture. A chest x-ray was performed, and the helix was confirmed to have migrated to the pulmonary tree area. A consult with an interventional cardiologist was requested and the patient was referred for a cardiac CT scan. A new rv lead was implanted in the rv apex. No adverse patient effects were reported. The explanted portion of this lead is expected to return for analysis. Additional information was received that the patient underwent a post operatory x-ray, as is normal protocol post-device implant. The patient also had a cardiac CT scan, however, the hospital is not agreeable to share the CT results. After a multi-disciplinary discussion, there is no plan to retrieve the device. Conservative management has been chosen. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was an attempted implant. The physician deployed the helix and attempted to advance it into the septum. The lead became entangled, and the physician attempted to remove the lead with counterclockwise lead body rotations without success. Troubleshooting was performed, such as attempting to place the catheter forward and back to change the lead position with no success as well as consulting with another field representative. The physician opted to pull the lead back resulting in a helix fracture. A chest x-ray was performed, and the helix was confirmed to have migrated to the pulmonary tree area. A consult with an interventional cardiologist was requested and the patient was referred for a cardiac CT scan. A new rv lead was implanted in the rv apex. No adverse patient effects were reported. The explanted portion of this lead is expected to return for analysis. Additional information was received that the patient underwent a post operatory x-ray, as is normal protocol post-device implant. The patient also had a cardiac CT scan, however, the hospital is not agreeable to share the CT results. After a multi-disciplinary discussion, there is no plan to retrieve the device. Conservative management has been chosen. No adverse patient effects were reported. The explanted portion of this lead is expected has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.